Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No unexpected weak battery alarm or filed battery test alarm noted during testing. Device was programmed and monitored for one day. No blank display noted. Device uploaded properly using care link. No anomaly noted when installing and removing the original battery cap. No damage noted on the original battery cap or in the battery compartment. Device had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and weak battery. Customer indicated of currently being in the hospital with diabetic ketoacidosis. The customer's blood glucose reading was 100 to 120 mg/dl at the time of incident. Troubleshooting advised customer to put in new battery and further troubleshooting was declined by customer and call disconnected.